Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2022-04070. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma late.

Event description:
Patient reported severe breast swelling, hardness, intense pain, visible breast asymmetry, severe back pain and mention recall. Later, healthcare professional reported "capsular contracture baker grade iii", "thickening and prominence of the fibrous capsule and a marked amount of fluid around the implants", "scattered bilateral cysts", "seroma late" treatment: dipyrone 1 mg, 1 ampoule this record is for the right side. The device remains implanted.